Manufacturer narrative:
Follow-up # 1 date of submission 7/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/05/2016 with the following findings: a review of the pump history showed that on (B)(6) 2016 the pump was manually suspended at 8:56 am and manually resumed at 9:01 am and was manually suspended at 9:10 am and manually resumed at 10:25 am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 1.0 unit per hour basal rate. At the end of the testing the basal history correctly showed 1.0 unit and the total daily value showed 24.0 units. There were no errors, alarms or warnings that occurred during the investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump basal history did not match active basal program. The reporter stated that the user blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. The reported issue was not resolved with troubleshooting. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.